Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
The patient via a manufacturer representative reported that the patient had their implantable neurostimulator (ins) replaced about 1.5 years short of being implanted for 9 years. It was noted that about 2 months prior to the replacement the ins just stopped working and the patient lost efficacy. A possible early elective replacement indicator (eri) was noted and the ins was not able to be used by the patient. The manufacturer representative thought the issue was possibly due to the device going into its third overdischarge and this appeared to be the case. The patient recovered without sequelae after the ins replacement. The patient was indicated for radicular pain syndrome and radiculopathies.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found the device was eos due to three overdischarges. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 291. The last recorded recharge session performed while the device was implanted was on (B)(6) 2015. The device was recharged for 27 seconds and the battery charged from 3.820v to 3.825v. The parameter trend diagnostic section of the trace report shows patient usage during this session. The typical recharger coupling shown on the 8840 physician programmer was 8 bars. The battery discharged to the lock mode on (B)(6) 2015. Testing of the recharge function of this ins found it to be functioning normally.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.